Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure of a new device, impedance measure was not in range. When measured through psa it was found to be normal but measurement through device showed high, out of range, high voltage lead impedance. A replacement device was used and impedance measurement was found in range. Physician elected to implant the replacement device instead. Patient is stable.